Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band and bearing cage ripped from the drawer. A field service engineer identified that the retractor band was needed for repair and the drawer disconnected (station operational except for drawer 6), then fse replaced the retractor band, rails, pyxibus module controller (pmc), and drawer control board due to rail failure causing drawer cables to be ripped, then reinstalled and cycled the drawer multiple times in hardware test application (hta) and application testing with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer broken and device inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.